Event description:
The surgeon reported that he implanted a aq2010v 3 piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The incision was enlarged to remove the lens. The pt's condition/prognosis is fine. The injector and cartridge model and lot numbers were not known by the facility.